Event description:
It was reported that crystalens (B)(4) was explanted from patient's left eye due to anterior vaulting of the lens, induced astigmatism, and lens touching the back of the iris approximately 4.5 months post-implantation. According to the information received, the patient was seen on (B)(6) 2011 (approximately 1 month post-implantation), and there were no issues noted at that time. Patient's post-operative bcva for the left eye was 20/25 at that time. On (B)(6) 2011, the patient returned to the physician's office and the iol anterior vaulting was noted. Patient's bcva was 20/40 at that time. The surgeon attempted repositioning the lens on (B)(6) 2011; however, the repositioning was unsuccessful and the lens was explanted during the same procedure. A standard monofocal lens was implanted. Per information received, the anterior vaulting of the crystalens was possibly due to patient having weak zonules.

Manufacturer narrative:
The lens has been requested but has not been received by (B)(4). Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.